Event description:
It was reported that the remote pt and they had obvious noise on all three leads which appeared to be some kind of external emi. Pt had received therapy and had come into the clinic in (B)(6) to have the device reviewed. The pt would continue to be monitored for any further episodes at the local (B)(6) clinic routinely.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.